Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump stop rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed rewind test and displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with minor scratched lcd window and cracked case at the display window corners. (B)(4).